Event description:
While on a pt being ventilated there was an alarm on the humidifier heater which indicated "heater wire alarm". The heater temp was reading 36 degrees celsius at the time with the chamber control set at -1. Upon trouble shooting the alarm condition the therapist checked the connection between the heater circuit adapter and the breathing circuit on the expiratory side of the circuit and found the circuit wires disconnected and melted at the ends (breathing circuit wires). The units were immediately taken out of service. There was no adverse event or injury to the pt.